Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of device logs found no evidence of malfunction. The user's high blood glucose and hospitalization occurred following an extended period of insulin dosing suspension. Log data showed cgm pairing failures and lack of glucose data due to normal end-of-life expiration and grace period timeout of the dexcom g7 sensor. The ilet appropriately entered bg run mode and eventually stopped dosing when bg input was not provided. No device-related cause was identified. Should additional information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, the user was hospitalized due to prolonged high blood glucose (bg) of 860 mg/dl and was transported by a caregiver to the hospital. Bg was managed with intravenous insulin in the hospital.